Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pocket infection was observed. The patient had a combination of other medical issues therefore, medical intervention was a risk. A pocket revision was performed to resolve the event and the patient was in stable condition.